Event description:
It was observed during the olympus device evaluation, the bronchovideoscope connecting tube indication had an area that disappeared. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of ¿the bronchovideoscope connecting tube indication had an area that disappeared¿ the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.